Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that only the connector portion was returned in one piece measuring 5.6 cm. Visual examination found a full breach insulation degradation adjacent to the connector boot at 4.5 cm from the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.